Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Eighty-nine events were reported for this quarter. Nine devices were available for evaluation but have not yet been received. Eighty devices were received for evaluation. Five device evaluations are in progress. Two events were not confirmed and no failures were noted as the devices are now obsolete from service. Seventy-three events were confirmed during testing. Twenty-five devices were found to be affected by internal corrosion. Forty-two devices were found to be affected by damaged internal components. One device was found to be affected by a set screw which migrated. Five devices were found to be affected by a wear. Two devices were returned to the account unrepaired as they are now obsolete from service. Seventy-three devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 89 malfunction events in which the device overheated. Forty-eight events had no patient involvement; no patient impact. Forty-one events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 89 total events were initially reported. 89 previously reported events are included in this follow-up record.   Product return status 83 devices were received. 6 devices were not available for evaluation.   Evaluation status confirmed 60 reported events were confirmed during testing. - 21 devices were found to be affected by corroded driveshaft assembly. - 2 devices were found to be affected by corroded motor housing. - 5 devices were found to be affected by a worn coupler. - 1 device was found to be affected by worn bearing. - 27 devices were found to be affected by damaged bearings. - 2 devices were found to be affected by damaged spindle housing. - 1 device was found to be affected by a damaged driveshaft. - 1 device was found to be affected by a damaged flex assembly. Not confirmed 18 reported events were not confirmed during testing; however: - 11 devices were found to be affected by damaged bearings. - 2 devices were found to be affected by corroded driveshaft assembly. - 2 devices were found to be affected by corroded rotor. - 1 device was found to be affected by corroded motor assembly. - 1 device was found to be affected by corroded motor housing. - 1 device was found to be affected by damaged spindle housing. 5 reported events were not confirmed during testing.   Additional information 89 devices were not labeled for single-use. 89 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 89 </noe> malfunction events in which the device overheated. 48 events had no patient involvement; no patient impact. 41 events had patient involvement; no patient impact.